Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm not including initial drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an iipv situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:50:50. During night drain cycle two, the patient's ultrafiltration reading was 1223 ml, indicating the home patient (hp) drained 1223 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.